Manufacturer narrative:
One catheter was returned with monoject 1.5 cc limited volume syringe for evaluation. No introducer or contamination shield was returned. Customer report of temperature measurement issue was not confirmed. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. Thermistor circuit was continuous and there were no open or intermittent conditions. Thermistor connector was opened and examination found no solder material on r-thermistor pin and less solder material on r-common pin. Solder should cover the wire-pin; however, the solder coverage on the r-common pin did not meet the specification. All through lumens were patent without any leakage or occlusion. A 12 cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. The balloon inflated clear and concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed to the catheter body, balloon or returned syringe. Balloon inflation test was performed with returned syringe. Visual examinations were performed under microscope at 10x magnification. Temperature reading was done on the vigilance ii monitor. A device history record review was completed and documented that the device met all specifications upon distribution. The soldering defect found in this evaluation was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that "the blood temperature readings were around 30 degrees c. Since the values were abnormally low, the customer replaced the catheter and the problem was solved." There seemed to be no error messages observed. No patient injury was reported.